Event description:
The ins did not help the patient and was removed. It was defective and did not work. The lead remained implanted since it was so close to her brain and did not want to remove it for liability reasons. She has no blood flow to her left leg and needs an MRI. It was noted that she was in an accident that shattered her back causing her severe back pain. Additional information has been requested.

Event description:
Additional information was received from the patient that indicated she still had concerns regarding her device or therapy and that the implantable neurostimulator (ins) was ''defective'' and removed in (B)(6) 2007. Additional information from the patient's physician listed in the manufacturer's device record indicated they had not seen the patient at their offices since (B)(6) 2003. Unable to follow-up with the contact information provided, hence no additional information will be obtained.

Manufacturer narrative:
Extension model 7495lz66, serial# (B)(4), implanted: 2003-(B)(6), lead model 3587a, lot# la9720, implanted: 2003-(B)(6), adaptor model 3550-09, lot# lb1059, implanted: 2003-(B)(6). (B)(4).